Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. As a result the main pcb and flex tapes were replaced. It was also noted that the ring cover was broken. (B)(4).

Event description:
It was reported that the backup pacing function on the external pulse generator (epg) did not work as specified. The epg was returned to the manufacturer for servicing. The event occurred during a routine device check, so there was no patient involvement.